Manufacturer narrative:
A ge rep evaluated the system and repaired the high voltage cable video line. The system operates as intended.

Event description:
The customer reported the screen is intermittently going blank when doing an exposure. There is no report of injury or death associated with the event described in this complaint.